Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the two columns on the right to be inoperable caused by a failed keypad. The device evaluation also observed the two columns on the left to have a delayed response caused by a failed processor pcb. The failed processor pcb and keypad were replaced. (B)(4).

Event description:
It was reported that a spectrum pump had "key overlay is bad on pump only left side of overlay is working." During evaluation it was clarified that the keypad had two columns of inoperable keys and two columns with a delayed response. It was also reported there was no patient injury.